Event description:
The nurse consultant reported an increase in tass issues. The facility had a site visit from another nurse consultant for the tass issue in 2008. The facility followed the recommendations of the nurse consultant and the tass issues were resolved for several months. The current nurse consultant was called in to help resolve the increase in tass issues recently.

Manufacturer narrative:
Initially, the facility was requesting an evaluation of their phaco and I/a handpieces for the presence of retained debris. After several follow up calls, the facility declined to send in the phaco and I/a handpieces and stated they will try a new prep kit to determine if this will resolve the tass issues. The directions for use for the phaco handpiece and the article "recommended practices for cleaning and sterilizing intraocular surgical instruments" from ascrs and asorn were provided to the facility. Alcons investigation, investigation into increased reports of tass (toxic anterior segment syndrome), concluded there is no evidence that tass is associated with the use of an alcon product. In addition, a tass task force, sponsored by the ascrs and under the leadership of dr. Nick mamalis, met on an ongoing basis and complied data regarding the increased incidence of tass cases. The tass task force final report dated 2006, found no conclusive epidemiologic data to suggest that any one product was responsible for the increase in tass cases that were reported. Careful analysis by the task force of the info did not reveal a single cause or point to a source related to the tass outbreak reviewed. The task force investigation failed to identify evidence supporting an association between a shared product and the cases of tass studied. Alcon is unable to determine a root cause related to the reported tass issues. This report was mailed to FDA on: 11/13/2008.